Manufacturer narrative:
Evaluation: method - lens work order search. Results - visual inspection of the returned product found one haptic has a small piece torn off and missing. Lens was returned in liquid. A lens work order search was performed and no similar complaint was found. Conclusions - (user error caused event): based on the complaint history, lens work order search and the evaluation of the returned product, it was determined the most probable cause of lens tearing during injector was user error. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated the surgeon implanted an vicm 13.2mm implantable collamer lens in patient's right eye on (B)(4) 2014. The lens tore during insertion into the eye. The lens was removed and exchanged for another same model and size lens.